Event description:
The reporter stated that the surgeon attempted to insert a aq2010v three piece silicone lens and the lens haptic torn off. No patient contact. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received a supplemental medwatch shall be sent.

Manufacturer narrative:
Evaluation:visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue/ debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.